Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing a blood glucose level of 201 (mg/dl). A system check was performed with tandem technical support and an air bubble was observed along the tubing. Reportedly, the customer successfully primed the tubing. The customer declined tandem's technical support officer to follow up regarding the reported issue.